Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported t hey needed an MRI on their back, but their scs device had not worked in months. It was reported that when they tried to sync with their programmer to the ins the screen was blank. It was confirmed that the patient did not have any batteries in the programmer. After putting batteries in they saw poor communication. Patient reported their scs device had never helped with pain and inquired if they could just have it removed. Numerous attempts were reportedly made to adjust the device. The replacement of the programmer did not resolve the issue. No further complications reported/anticipated.